Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low as well as high blood glucose level of 48 to 378 mg/dl. The customer was mentioned rewind anomaly and unresponsive keypad. Customer treated for high blood glucose level with insulin pump. Customer treated for low blood glucose level with juice. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.